Event description:
The hcp reported that the pt's interstim device was explanted due to soreness, erosion, and an open wound at the extension site. Follow-up with the hcp confirmed that the pt also experienced erosion at the pocket site. A culture was not obtained, but the physician suspected infection. Oral antibiotics were administered and the symptoms resolved.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.